Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. Customer stated that she had issue with insulin pump due to blood glucose have been in the 300's mg/dl and 400's mg/dl and does not come down and has to give herself a shot sometimes. Troubleshooting was done. Customer's blood glucose was 459 m/dl. The customer ran high pressure test but unable to due to hemostat was not clamping securely. Advised the customer the tubing clamps will be sent out. No further information provided.